Manufacturer narrative:
This report is for an unknown - screws: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient underwent a revision surgery of femur with removal of a (tfna) tfn-advanced proximal femoral nailing system due to a malunion/nonunion of the distal third of femur. All hardware were removed including a tfna nail, lag screw and (3) screws that has (1 out of 3 broken). The head portion of the broken screw was removed with screwdriver and the shaft portion pushed though nail and out medial wall with medial incision for retrieval. It is unknown if there was surgical delay. Patient and procedure outcome is unknown. Concomitant device reported: tfna nail (part# 04.037.261s, lot# unknown, quantity# 1) tfna fenestrated screw (part# 04.038.195, lot# unknown, quantity# 1) unk - screws: trauma (part# unknown, lot# unknown, quantity #2). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received via email from sales consultant, stating that the screw broke post-op.